Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) reaching 34 mg/dl resulting in the customer becoming unresponsive. Cause of low bg/unresponsiveness was due to delivering multiple boluses resulting in stacking insulin. The customer's husband provided assistance by administering a glucagon shot to treat the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.